Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be obtained. It was further reported on the implantable pulse generator (ipg) that the battery exhibited pacing failure and premature depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.